Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2023-17579. Related manufacturing reference number: 2017865-2023-17580. Related manufacturing reference number: 2017865-2023-17581. It was reported that the patient passed away an hour after implant. The cause of death was unknown. There was no allegation from a healthcare professional that the biventricular implantable cardioverter defibrillator system caused or contributed to the patient's death. No additional information was reported.